Event description:
It was reported that stent damage occurred. The patient underwent a carotid artery stenting of the common carotid artery. An 8.0-36 carotid monorail stent was advanced for treatment through a long sheath. However, it was noted that the stent could not pushed out of the sheath. Consequently, when it was taken out for inspection, it was noted that the tip of the stent was rough and could not be used again. No complications reported, and patient status was stable. It was further reported the 50% stenosed target lesion was located in the mildly tortuous and mildly calcified common carotid artery.

Manufacturer narrative:
Device evaluated by MFR: this carotid monorail stent was received for product analysis. A visual and tactile examination was performed, and this identified an outer sheath break at the base of the t-connector. The outer sheath was detached from the shrink tubing and the inner core wire was kinked. The stent was noted to be partially deployed with visible damaged. The investigator was unable to further deploy the stent due to the outer sheath break. A visual investigation identified no issues with the tip.

Event description:
It was reported that stent damage occurred. The patient underwent a carotid artery stenting of the common carotid artery. An 8.0-36 carotid monorail stent was advanced for treatment through a long sheath. However, it was noted that the stent could not pushed out of the sheath. Consequently, when it was taken out for inspection, it was noted that the tip of the stent was rough and could not be used again. No complications reported, and patient status was stable.